Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the electric scalpel was activated, the operating field was consumed with the appearance of flames and the flames appeared on the left leg. This left a significant burn on the left leg plus thigh. Current status of the patient: burns on the left leg following the use of an electric scalpel in the context of a ucp (single compartment prosthesis) (unicompartmental prosthesis). Actions taken in the care facility for the management of the patient included: stop the procedure, secure the patient and remove and quarantine the scalpel.